Event description:
It was reported that there was damage to the external generator case. The generator was returned to the manufacturer, analyzed, and tested out of specification. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, the display lens and battery drawer were broken, the battery release, heart block, lead flex cover, and heart wire contacts were contaminated, two case screws were missing, the battery contacts were compressed, the ring and two side bails were missing, the display was out of specification, the battery flex and heart lead flex were contaminated and the main printed circuit board was out of electrical specification. (B)(4).